Event description:
MFR rec'd explanted infusion pump for analysis with no info indicating reasons for removal. Add'l info obtained from the health care provider reported the infusion pump was explanted and replaced after an implant duration of approx 6 yrs due to a reservoir volume discrepancy noted at the time of a refill. The expected reservoir volume (erv) was 2.5ml, and the actual reservoir volume (arv) aspirated was 16ml. It was reported that the pt has chronic spasticity, and the pump was infusing compounded baclofen. No other symptoms were reported associated with this event. The hcp reported the pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.